Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information of a ventilator that returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. The lcd screen only was returned to the manufacturer's product investigation laboratory for further investigation. The lcd was visually inspected and found no visual defects. The lcd was installed into a known good trilogy device and was applied power. The lcd showed a good display and graphics. The lcd functioned as designed.